Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer declined troubleshooting. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. The device will not be returned for analysis.